Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)") and pelvic pain ("severe left side pain/ pain pelvic") in a 47-year-old female patient who had essure (batch no. 816060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and uterine enlargement. Concomitant products included bupropion (wellbutrin) since 2014, carbamazepine (carbamazepin) since 2014, lorazepam, rizatriptan since 2014 and vilazodone hydrochloride (viibryd) since 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, 3 years 3 months after insertion of essure, the patient experienced hydrosalpinx ("bilateral hydrosalpinx"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (on or about 2014, plantiff's underwent a hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, fatigue, feeling abnormal, vaginal haemorrhage, menorrhagia, allergy to metals, bacterial vaginosis, headache, weight increased, alopecia and hydrosalpinx outcome was unknown and the pelvic pain, migraine, dysmenorrhoea, dyspareunia and vaginal discharge had resolved. The reporter considered allergy to metals, alopecia, bacterial vaginosis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, headache, hydrosalpinx, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion current weight as of (B)(6) 2018: 182 lbs. Approximate weight at the time of essure placement 138 lbs. (B)(6) 2014 surgical pathology reports: preoperative diagnosis pelvic pain, dysmenorrhea, essure perforation operation: robotic hysterectomy, bilateral tubes final microscopic diagnosis: uterus and fallopian tubes, hysterectomy with bilateral salpingectomy -weight: 97 grams -cervix benign ectocervical and endocervical mucosa, negative for dysplasia -endometrium benign secretory endometrium , negative for hyperplasia -myometrium: unremarkable -serosa unremarkable -fallopian tubes two benign fallopian tubes -negative for atypia or malignancy gross description: labeled : uterus with bilateral fallopian tubes (essure) specimen: uterus with minimally attached right ft separately submitted left ft right ft: 8 x 0 4 cm; unremarkable separately submitted left ft: 7.2 x 0.3 cm; unremarkable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Essure stop date updated from 2014 to (B)(6) 2014. Events allergy to metals, alopecia, bacterial vaginosis, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hydrosalpinx, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage and weight increased were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)") and pelvic pain ("severe left side pain/ pain pelvic") in a 47-year-old female patient who had essure (batch no. 816060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and uterine enlargement. Concomitant products included bupropion (wellbutrin) since 2014, carbamazepine (carbamazepin) since 2014, lorazepam, rizatriptan since 2014 and vilazodone hydrochloride (viibryd) since 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel"). On (B)(6) 2014, 3 years 3 months after insertion of essure, the patient experienced hydrosalpinx ("bilateral hydrosalpinx"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and feeling abnormal ("brain fog"). The patient was treated with vitamin b, biotin, metronidazole (flagyl), sumatriptan (imitrex), surgery (hysterectomy with bilateral salpingectomy) and surgery (on or about 2014, plaintiff's underwent a hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, feeling abnormal, allergy to metals, headache, alopecia and hydrosalpinx outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, migraine, dysmenorrhoea, dyspareunia and vaginal discharge had resolved and the fatigue and weight increased was resolving. The reporter considered allergy to metals, alopecia, bacterial vaginosis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, headache, hydrosalpinx, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Current weight as of (B)(6) 2018: 182 lbs. Approximate weight at the time of essure placement 138 lbs. (B)(6) 2014 surgical pathology reports: preoperative diagnosis pelvic pain, dysmenorrhea, essure perforation operation: robotic hysterectomy, bilateral tubes final microscopic diagnosis: uterus and fallopian tubes, hysterectomy with bilateral salpingectomy -weight: 97 grams -cervix benign ectocervical and endocervical mucosa, negative for dysplasia -endometrium benign secretory endometrium , negative for hyperplasia -myometrium: unremarkable -serosa unremarkable -fallopian tubes two benign fallopian tubes -negative for atypia or malignancy gross description: labeled : uterus with bilateral fallopian tubes (essure) specimen: uterus with minimally attached right ft separately submitted left ft right ft: 8 x 0 4 cm; unremarkable separately submitted left ft: 7.2 x 0.3 cm; unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint) on (B)(6) 2018: pfs+mr received- outcome of abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bacterial vaginosis updated to recovered / resolved, fatigue, weight gain updated to recovering / resolving, treatment medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe left side pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and feeling abnormal ("brain fog"). The patient was treated with surgery (on or about 2014, plaintiff's underwent a hysterectomy). Essure was removed in 2014. At the time of the report, the pelvic pain, fatigue and feeling abnormal outcome was unknown. The reporter considered fatigue, feeling abnormal and pelvic pain to be related to essure. The reporter commented: plaintiff was forced and will be forced to undergo a major surgery as a result of her essure implants. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.